Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation found an output issue with pk2@80w testing due to faulty socket select board (faulty printed circuit board). In addition, during housing check, the central screw hole of the base plate was found damaged. The display keypad has some scratches. Review of fault log showed error 300 ref 21, two times, indicated persistent over voltage or current error. This is very often caused by metallic objects in the vicinity of the electrode tip causing a short or faulty or cable. Poor operating technique and saline temperature can cause this error. Evaluation findings found faulty socket select board causing output issue. The failure identified was attributed to electronic component failure. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset (demo) return with no complaint reported, during receipt inspection, faulty socket select board (circuit board) causing output issue was observed. There is no patient involvement associated on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and e3 correction. E3 - corrected to "non-healthcare professional". This device has been serviced before, for this reason a design history record review will not be performed. A review of the previous service performed on the unit shows no abnormalities. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.